Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were not functional.

Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon eval, there was an open red can h) wire in the trunk cable. The cause of the inability to communicate with a test monitor is the open red wire. The root cause of the open wire is excessive force. No adverse event resulted from the open wire.